Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a patient sample tested on a vitros eciq immunodiagnostic system. The definitive assignable cause could not be determined with the information provided. Based on historical quality control results, a reagent issue did not likely contribute to the event, however, the l1 control does not adequately evaluate performance of the vitros tropi es reagent for sample with troponin I concentrations < url (0.034 ng/ml), therefore, the vitros tropi es performance at or less than the url cannot be completely verified. Therefore, while it is unlikely a performance issue with vitros tropi es reagent lot 4910 contributed to the event, a reagent performance issue cannot be ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issues with vitros product tropi es, lot 4910. Although there was no indication the vitros eciq immunodiagnostic system malfunctioned, a vitros tropi es precision testing to assess the performance of the vitros instrument was not performed, therefore, an instrument related issue cannot be completely ruled out as contributing to the event. In addition, it is unknown if the customer is following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a patient sample tested on a vitros eciq immunodiagnostic system. Patient 1 sample result of 0.066 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was not reported outside of the laboratory, and there was no reported allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).